Event description:
It was reported that a revision surgery was required due to tibial cortical bone breakage with rt-plus modular stem.

Manufacturer narrative:
The patient did not require a revision surgery. The events have been updated.

Event description:
It was reported the patient developed a tibial plateau fracture, a small fracture at the tip of the tibial stem. Patient was treated conservatively with 6 weeks cast and then progressive mobilization. No revision surgery was performed.